Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the scanner's improper functioning. A field service engineer replaced scanner cable to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system scanner was intermittently powering on and off. The customer indicated that they restarted and disconnected the scanner, yet it remains non-functional. The customer reported that the issue arose while attempting to dispense medication to a patient, resulting in a delay in the medication delivery. There were no adverse events or injuries reported based on this incident.